Event description:
During a small joint arthroscopy of the ankle, the surgeon was busy debriding soft tissue and cartilage debris with the dyonics powermini 2.9mm full radius blade. Intra-op excessive 'silver' debris was released by shaver blade. Per the malfunction report, no surgical delay was reported and a backup device was on hand to complete the procedure. The debris particles were reportedly removed via suction however surgeon is about 90% successful removal of debris from the site prior to closing the patient portal.

Manufacturer narrative:
The device has not been received for evaluation. (B)(4).

Manufacturer narrative:
Device evaluation: the returned device was evaluated for shedding. It was observed that there were hairline cracks in the sluff chamber, at the magnet shoulders. The outer blade was observed to have a runout of .056" which is 9 times the design tolerance. The excessive tir was caused by a bend in the outer tube resulting in inner tip shedding. This damage is consistent with excessive lateral load during use. No root cause related to the manufacture of the device can be established. (B)(4).